Event description:
It was reported that during a da vinci s surgical procedure, a cable broke on the fenestrated bipolar forceps instrument. No pieces fell into the pt. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, testing was performed by engineering and system recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and no broken cables were observed. The instrument was found to be fully functional. Engineering also observed multiple deep scratches with material removed located within an approx 2.250" area from the interface between the proximal clevis and the main tube. The scratches range in size from .025" x .020", .500" x .070" and .730" x .090". Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.